Manufacturer narrative:
Investigation summary/conclusion: with the available information, and in the absence of product return, boston scientific concluded that there was no problem detected with this device. Device history record review: a review of the manufacturing documentation for this device was unable to be performed as the model and serial number are unknown. Device technical analysis: this device was not returned. As such, physical analysis has not been conducted in our laboratory. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that a total of three patients experienced device and/or lead complications (unspecified). Despite good faith efforts, specific device and/or patient information could not be obtained.

Event description:
It was reported that a total of three patients experienced device and/or lead complications (unspecified).